Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stated that ra lead appears to be noisy, undersensing and with low ra intrinsic amplitude measurement observed on stored intracardiac electrogram. Atrial impedance is stable. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).